Event description:
Procedure performed was diagnostic laparoscopy, hysteroscopy, d&c, uterine ablation. Genesys hta procerva by boston scientific was used for the ablation procedure. The doctor was almost done with her procedure when the screen on the machine showed "faulty cassette detected, insufficient patient cooling - additional cooling required". Rep. (B)(4) was contacted, and spoke to physician. They both agreed that the procedure was completed prior to the time that the machine malfunctioned. Doctor waited 10 minutes before retrieving the device. Doctor flushed the vagina with room temperature saline as she was pulling the device. No harm noted to the patients. Transferred to pacu in stable condition. Rep reported this to his company. Rep will send in product engineer to come in and assess the equipment.